Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened escape and act button dome switches and corroded keypad traces. No button error alarms were noted. The insulin pump was received with a loose and flush drive support disk, a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. He stated that the insulin pump may have possibly been bumped. Advised replacement of the insulin pump. Nothing further reported.